Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed using the naked eye, and a colorless particle was observed inside the bag. This morphology was consistent with the membrane tube film. The administration port tube was examined for the presence of the membrane film. The membrane film was absent. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml empty intravia container had a floating object at an unspecified location of the bag. This was observed prior to use. There was no patient involvement. No additional information is available.